Event description:
Affiliate report that there are two samples being returned. It was noticed that there was leakage between the bag and the tube and that fluid did not drain because of an obstruction in the drainage bag.

Manufacturer narrative:
It is anticipated that the products will be returned. Upon completion of the investigation a follow up report will be filed.